Manufacturer narrative:
(B)(4). Visual examination of the returned complaint device noted that the clip assembly was half deployed, and the clip was not returned with the device. The yoke was still attached to the control wire, was then actuated and deployed. There is not enough information to identify what might have caused the reported failure. Therefore the most probable cause for this complaint cannot be determined.  A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-03200 to the first resolution 360 clip device and manufacturer report # 3005099803-2017-03201 pertains to the second resolution 360 clip device. It was reported to boston scientific corporation that two resolution 360 clip devices were used in the duodenum during a hemostasis procedure performed on an unknown date. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. The same issue occurred with the second resolution 360 clip device. Reportedly, the second clip was pulled back out of scope; however, the clip had fallen into the patient's duodenum. The procedure was completed with another resolution 360 clip device. No patient complications have been reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-03200 to the first resolution 360 clip device and manufacturer report # 3005099803-2017-03201 pertains to the second resolution 360 clip device. It was reported to boston scientific corporation that two resolution 360 clip devices were used in the duodenum during a hemostasis procedure performed on an unknown date. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. The same issue occurred with the second resolution 360 clip device. Reportedly, the second clip was pulled back out of scope; however, the clip had fallen into the patient's duodenum. The procedure was completed with another resolution 360 clip device. No patient complications have been reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.